Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) was eroded and was "sticking out" due to a break in the skin. The patient was admitted to the hospital for implantable cardioverter defibrillator (ICD) system extraction. No further patient complications have been reported as a result of this event.